Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed. The lead was successfully explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead sustained damage during the explant procedure and was discarded. The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.